Event description:
It was reported that syringe 10ml ll wwd plunger rod was damaged. This was discovered before use. The following information was provided by the initial reporter: during mfg process at togo medikit, fm attached product was confirmed.

Manufacturer narrative:
H.6. Investigation: three photos and one loose 10ml syringe was received and evaluated. It was observed there was a single embedded foreign matter particle on one of the ribs of the plunger rod approximately 0.75¿ below the thumb rest. The particle appeared to be burnt plastic and was larger than level 3 in size which was rejectable per product specification. The plunger rod was from mold m-79 cavity 28. A potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Unfortunately, batch/lot information is required to make corrective action determinations. No corrective actions are necessary at this time. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 10ml ll wwd plunger rod was damaged. This was discovered before use. The following information was provided by the initial reporter: during mfg process at togo medikit, fm attached product was confirmed.